Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the handle was no able to be attached. The handle was unable to perform up/down motion. There was no patient impact reported. An alternate device was used to complete the surgery. Due diligence is complete. No additional information is available.